Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset and incomplete bolus alert issues were verified in the pump logs; however, no failures were identified. Additionally, the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an incomplete bolus alert. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer reportedly did not access the bolus screen. Additionally, it was reported that an unexpected reset occurred. Subsequently, the pump touchscreen became frozen and unresponsive. The customer's blood glucose level was 247mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.